Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2012. The pt did not provide allergan medical permission to contact the physician's office.

Event description:
Pt reported that after injection with juvederm (volume/concentration unk) in the chin they experienced "dramatic swelling and incredible stretch in the skin that was absolutely painful." The pt also stated that they experienced dizziness and a mild infection with blisters around the chin and neck. The pt reported "this caused unintended results because the product accumulated in the two [sides] of the chin causing the jaw to be wide and there is too much product in this area" and that they are still experiencing "stretched skin, warm from time to time, painful early morning and late nights." The pt stated that symptoms were treated in antibiotic (not otherwise specified). The pt reported a pt history of injections with juvederm on 2 additional dates with no complaint.